Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure (laac) procedure using a 14f amplatzer amulet delivery sheath. During procedure, a left atrial disc bulging was noted. The deformed device was never released from the delivery cable while inside the patient. There was reported cardiac structures during deployment on laa. A new 30-25mm amplatzer talisman pfo occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported in good conditions.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.